Event description:
It was reported that the patient had erythema around the lead implant site and a surgical site infection (ssi) during their advanced evaluation. It was an unknown type of infection, the wound was cultured at the device pocket, and the results were unknown. There was no alleged product issue and no action was required as a result of the event. No diagnostic testing or troubleshooting was performed as it was not required. It was unknown if the issue was resolved or if the cause of the issue was determined. The lead was explanted and would not be returned as the customer discarded of it. The lead would be replaced and the patient was following up with their health care provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r6pk, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the cause of the erythema and infection was not determined. The erythema and infection was resolved.